Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances observed from the leads. The patient underwent a revision procedure and during the revision, there was an obvious visible electrode fracture. The leads were replaced. The patient was doing well post operatively. The explanted leads will be returned.

Manufacturer narrative:
Sc-2317-50 sn (B)(6). The returned infinion cx lead was analyzed and all sixteen cables were fractured at the click site, about 28 centimeters from the proximal end, and no cables were exposed at the click site. The distal end was kinked and one of the cables exposed. This damage is considered explant damage. With all the available information, boston scientific concludes that the patient was experiencing loss of stimulation due to high impedances observed in the leads. All sixteen cables were fractured at the click site, about 28 centimeters from the proximal end, and no cables were exposed at the click site. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures. Hence, the probable cause selected for this complaint is cause traced to component failure. In addition, the distal end was kinked and one of the cables exposed, which is typical damage after an explant procedure, and was not considered a failure. Sc-2317-50 sn (B)(6). The returned infinion cx lead was analyzed and only the proximal tips were returned. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. With all the available information, boston scientific concludes that the patient was experiencing loss of stimulation due to high impedances observed in the leads. The returned device is incomplete. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5086652.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances observed from the leads. The patient underwent a revision procedure and during the revision, there was an obvious visible electrode fracture. The leads were replaced. The patient was doing well post operatively. The explanted leads will be returned.